Event description:
(B)(4) study. Pt injected with coaptite injectable implant for stress urinary incontinence at three procedure dates: 1.0ml coaptite on (B)(6) 2009, second injection of 2.0ml on (B)(6) 2009 and 2.0ml of coaptite on (B)(6) 2009. Between the second and third coaptite injections (on (B)(6) 2009), the pt developed a urinary tract infection . The pt was treated with antibiotics for 10 days, and the symptoms resolved.

Manufacturer narrative:
Additional lot 1009317, 1010803, exp dates: 04/01/2011, 10/01/2011, injection date: (B)(6) 2009. Device mfg date 04/2008, 10/2008. This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required antibiotics, it was determined to be a reportable event. The device history records for coaptite lots 1009256, 1009317 and 1010803 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for either lot.